Event description:
Patient revised for patella clunk.

Manufacturer narrative:
The products associated with this reported event were not returned for examination. The product codes and lot codes required in retrieving the device history records for reviewing and searching the complaint database were not provided. The investigation could not draw any conclusions about the reported event based on the lack of the products to examine and insufficient product information. Based on the performed investigation, the need for corrective action is not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.